Event description:
During breast biopsy, ultrasound unit shut down on its own with no warning while needle was in patient. They did get the unit to power up to finish the biopsy. It was during the numbing of the breast that it decided to turn off. There was no real impact on patient care other than it delayed the procedure.